Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-58 lead implanted 2013-(B)(6); 31002701 mitral heart valve implanted 2001-(B)(6). (B)(4).

Event description:
The patient reported that one of their leads malfunctioned and described a jerking, shocking sensation. Follow up concluded that the left ventricular (lv) lead had dislodged. The lead was turned off until it could be explanted and replaced. No patient complications have been reported as a result of this event.